Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their electrodes were not recognized by any of their devices. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's electrodes and verified the reported issue. Stryker determined that the cause of the reported issue was due to the electrode tray having corrupted eeprom data. The electrodes were archived by stryker and the customer received replacement electrodes.

Event description:
The customer contacted stryker to report that their electrodes were not recognized by any of their devices. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There was no report of patient use associated with the reported event.